Event description:
Sfa stenting-patient enrolled in trial in other country. Severe distal embolization during procedure reported. Non-specified permanent injury to patient reported.

Manufacturer narrative:
Please reference MDR 2183870-2008-00243 for other protege everflex used in this procedure.